Event description:
It was reported that charging port on pump required wiggling to allow charger to connect and charge. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting via email, no additional information was obtained, and no further action was required from technical support.